Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The patient is doing well post operatively and is getting good coverage. The ipg was discarded by the facility and will not be returned for analysis.